Event description:
Allegedly revised due to periprosthetic fracture stem (left hip). (B)(4).

Manufacturer narrative:
Complaint review was conducted and the anaylsis showed not trend for item/lot.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).